Event description:
Per the clinic, the patient experienced skin erosion at magnet site. Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on september 21, 2022.